Event description:
Information received indicates the head hi/low function is drifting down slowly.

Manufacturer narrative:
The technician found two solenoid valves were sticking. He replaced the solenoid valves to repair the bed.